Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was hospitalized due to normal battery depletion of the implantable pacemaker. It was also reported that the patient lacked periodic follow-ups for the pacemaker. Patient symptoms and status were unknown.